Event description:
Wallflex removable fully covered esophageal stent positioned just inside the ues-103mm by 18mm. Upon removal 48hr later during procedure, the suture broke and the stent could not be removed. This stent was then pushed down 2cm away from trachea causing severe complications.